Event description:
The head of a screw (part # 50-20414) broke off during surgery. The shaft of the screw is still in the mandible of the patient. The surgery is complete and there were no adverse affects to the patient. The part will not be returned.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device not returned.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. Consequently, it was not possible to determine the root cause within this investigation. The blade (article # 62-20130) and the drill (article # 60-16526) used for this case were further provided. They are part of the system and can be used for the complained screw. A review of the design risk analysis, revealed the following further, possible root causes: incorrectly selected implants, incorrectly selected/ assembled implant/ instrument, insufficient/too high bone quality, wrong/ missing information, reuse of single-use devices, implant/instrument mix-up, wrong/ missing functionality check, improper implant placement (e.g. Arch bar, screw...), too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage), power tool usage for screw insertion (not qdm), too much/ wrong compression/ torsional/ axial forces, wrong rotational speed, unintended loads, bone quality resulting in high torque, improper blade disengaging, collision with other implant or instrument. Predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
The head of a screw (part # 50-20414) broke off during surgery. The shaft of the screw is still in the mandible of the patient. The surgery is complete and there were no adverse affects to the patient. The part will not be returned.